Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep calibrated the 20cm and 40cm system trackers on both sides of the system. The system passed all tests and is up and running. Codes 10, 114, and 4307 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. The local representative (cs) was on site troubleshooting for a related complaint, which alleged that during a procedure, the surgeon felt inaccurate by 5mm deep at c6 while using a navigation system. While the initial allegation was not against the imaging system, it was determined in troubleshooting that the issue could in fact be traced to the imaging system. The cs was able to replicate a depth inaccuracy, and had a demo head and reference frame taped down so that they could not move. When touching the passive planar probe to the tip of the patient's nose, it was showing 2.8 mm deep in the software. This was reported during troubleshooting. There was no patient involved.